Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired on patient samples. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "equipment showing multiple false positives at different positions. What confirmatory testing was performed that determined the false positive result? Gram stain and morphology test. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: customer reported "false positive" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). Field service engineer (fse) was dispatched and blower motor coupler was replaced. The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. The root cause was worn blower coupling. CAPA (corrective and preventative action) exists to address this failure mode. Review of device history record for this instrument not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was worn blower couplings. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired on patient samples. There was no patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "equipment showing multiple false positives at different positions what confirmatory testing was performed that determined the false positive result? Gram stain and morphology test were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)?no.